Event description:
It was reported that during an axillary node dissection procedure, three clips were cutting the axillary vessel. Minimal bleeding occurred and no blood transfusion was needed. Another device was used to close the vessel and the case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.